Event description:
The intubated patient possibly received more medication than intended. At 0030, the pump was programmed to deliver 1000mg/100ml of propofol and the delivery was started. Specific programming parameters were not provided. At approximately 0600 when the patient was transferred from the emergency from the emergency department (ed) to the intensive care unit (ICU), the ICU nurse noted that only a small amount of medication remained in the bottle of propofol; however, the pump displayed a vtbi (volume to be infused) of 90ml. Reportedly, the ICU nurse believed "the patient received 90ml of propofol in 30 minutes." The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Upon review of the device history by the user facility, the customer contact reported the ICU nurse may have "misinterpreted the event". It is unknown if the ed nurse hung a new bottle of propofol when the device was reprogrammed to deliver a vtbi of 90ml.